Event description:
It was reported that device entrapment occurred. The patient presented with signs of a possible infarction. Four lesions were identified and three were treated. A 20 x 2.75 promus premier drug-eluting stent was removed from the packaging and it was noted to be kinked. When the device was advanced for treatment. Of the fourth lesion, resistance was encountered and the stent could not move forward or backward. The guidewire system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
A promus premier 20 x 2.75mm stent delivery system was returned for analysis separated and on a guidewire. A visual examination of the stent found evidence of damage. The struts on the distal end lifted and pulled distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no evidence of damage. The inner lumen was bunched at multiple locations. There was evidence of a shaft break 119cm distal to the distal end of strain relief and the core wire was exposed. The customer 0.0135 inch guidewire could not be removed due to the inner lumen damage. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The patient presented with signs of a possible infarction. Four lesions were identified and three were treated. A 20 x 2.75 promus premier drug-eluting stent was removed from the packaging and it was noted to be kinked. When the device was advanced for treatment of the fourth lesion, resistance was encountered and the stent could not move forward or backward. The guidewire system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable. It was further reported that the device shaft broke when the device was mounted on a 0.014 inch guidewire and resistance was encountered so that the stent could not move forward or backward.